Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue. On previously submitted report, 'describe event or problem' in section b was incorrect. In this report, 'describe event or problem' in section b: the device failed a test step during testing. Has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.